Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device, and it was determined that the turning knob had detached from the device. Therefore, the reported condition of an undetermined malfunction was confirmed. It was determined that the root cause of the knob detachment was a design related issue, and is covered under a CAPA. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the turning knob of the battery oscillator device detached. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, and check function of the device. It was noted that not all the function tests could be performed due to the condition of the device. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.